Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the guidewire would pass, the left ventricular (lv) lead could not be effectively fixed. Another lv lead was used, and the parameters were not ideal. It was noted that after many attempts, the parameters were still not ideal, and implantation of the left ventricle was abandoned, and a his bundle lead was implanted. No patient complications have been reported as a result of this event.